Event description:
It was reported during a ptca/stent procedure that the stent would not advance over the guide wire. The stent delivery system was advanced over the end of the guide wire but, prior to entering the pt. Failed to continue advancing. Force was used to remove the stent delivery system from the guide wire, and the stent delivery system was damaged during the attempt to remove it. Event is being reported based on investigative analysis.